Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-05950 and 2134265-2018-06077. It was reported that catheter entrapment occurred. The 80-85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced over a rotawire floppy guide wire but significant resistance was encountered upon backing out. Subsequently, the device was replaced and the same balloon catheter was advanced over a 300 choice¿ pt guide wire. However, significant resistance was again felt and the catheter froze on the wire. The whole system was pulled out and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.